Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The ruggles distraction screw sterile 14mm (r6398a) was not returned for evaluation after three good faith attempts (gfes) were made. The lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. Due to the nature of this complaint, a review of the product ID and lot number was performed. No complaints were found in the past 12 months for either the product ID or lot; however, a further lookback found a similar complaint on february 06, 2024. This complaint was for a different lot number, and the investigation determined the most likely root cause to be use error (over torque causing the screw to break). Based on this analysis, despite the lack of pictures or return of the product, this complaint is also most likely caused by use error (over torque causing the screw to break).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a spinal case, the ruggles distraction screw sterile 14mm (r6398a) distractor broke, and the screw parts were left in the patient. There was no patient injury or surgical delay reported.